Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation at 18.8 cm to 19.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart (B)(4).

Event description:
This report is to advise of an event observed during analysis.